Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in line was not confirmed. A cause of the air in line complaint was use error for not switching nurse's programming to empty bag on heater. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during drain 1 of 10, the nurse reported seeing some air in the line. The technical service representative (tsr) assisted the hp with ending therapy and advised to setup with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding air in lines, it was revealed that the hp had the air in the lines due to a user error on the nurse's part. The nurse stated that the hp required a mix of 2 different solution concentrations for therapy and therefore, the nurse on call had to put on an empty bag on the heater to get a proper mix. However, the nurse on call forgot to switch the nurse's programming to empty bag on heater and, therefore, the air was getting pulled in during prime, which caused the air in the lines.